Event description:
User facility reported that a successful novasure endometrial ablation was performed (date unk). The pt was later admitted to the hospital (date unk) with a high fever. A blood culture revealed escherichia coli and a hysterectomy was performed. The pt was discharged (date unk) and is reported to be "doing well". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the MFR date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted as product identification numbers were not provided. According to the instruction for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant info is received, a supplemental medwatch will be filed.